Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the implantable neurostimulator (ins) was originally sutured into the tissue with absorbable suture and after the suture disintegrated the battery flipped up on its side and it was painful for the patient. The hcp performed a procedure today to correct the ins orientation and permanently sutured the device in place. The patient completely recovered from the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.